Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pch569, and no non-conformance's were identified. Investigation summary: a labeled winding former with a detached needle and a dispensed suture of product code 8833, lot number pch569 were received for evaluation. During the visual inspection of the sample, the swage and attachment area of the detached needle were noted to be as expected. The barrel hole was examined under magnification and remnant suture was noted, the suture end is severely cut (damaged), resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition and the assignable cause of the performance pull off suture needle is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.

Event description:
It was reported that a patient underwent a sebaceous cyst removal on (B)(6) 2020 and suture was used. During the procedure, while suturing, the needle came free of the suture. A similar device was used to complete the case with no adverse patient consequences. No additional information was provided.